Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone battery anomaly and rewind anomaly. Customer's blood glucose was 142 mg/dl. Customer advised the insulin pump is stuck in a preparing to prime loop. Customer removed battery and placed a new battery into the device. Power error was detected on the insulin pump and the rewind process was unable to be completed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for alarm 38 stuck motor; the a38 alarm was confirmed interface file and unable to rewind the motor. The insulin pump was cut open to remove motor; the motor initially was stuck but recovered and was able to rewind and drive forward. No unexpected insert battery alarms noted. The insulin pump was received with minor scratched lcd window.